Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: puncture opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.